Event description:
Door opened during cycle causing the sterilizer to fall to the floor.

Manufacturer narrative:
The sterilizer was returned and evaluated. Damage to the sterilizer from the fall made it difficult to establish a definitive cause. The door safety switch is in tack and testing showed that it is operational. There is a lot of wear on the secondary door stop on both the top and bottom latch bars indicating the door has been opening hard for some time and this unit has had a lot of use. The door latch pins do not move freely in the door bar making it difficult to operate the door latch. It appears failure was caused by the operator not ensuring the door was closed securely prior to running a cycle.